Event description:
Baxter's sales representative called to report an incident involving floseal. He stated that during dr. (B)(6) residency, she heard from a fellow resident that they were in a case where floseal was utilized intravenously. The patient then had a stroke and passed away. She does not know the date of when this happened, does not know the surgeon who was performing the surgery, and does not remember the resident who told her of the event. The event did occur at (B)(6). She just remembers the statement and advised the baxter sales representative about her concern regarding using floseal. The baxter sales representative then advised her of the appropriate use of the product emphasizing that the product is not to be utilized intravenously.

Manufacturer narrative:
(B)(4). Baxter is still attempted to acquire additional information regarding this case. A follow-up report will be submitted upon completion of the assessment and receipt of the additional information. A review of past history shows that this case may have previously been reported in 2008 ((B)(4) mrn: 2954761-2008-00030), but we are unable to verify at this time if they are the same case as the new case speaks to stroke and the past case does not.

Manufacturer narrative:
(B)(4). The case was originally conservatively determined to be reportable in the us due to the limited information. Medical assessment summary: it is well labeled that floseal should not be injected into the vascular system as this may cause complications including death. When applied according to the instructions for use, floseal does not induce vascular embolism. Based on the extremely limited information, no medical assessment is possible. The present report does not allow the determination of a causal relationship to the use of floseal. Investigation of the duplicity of the report is recommended. The reporter stated she has no additional information and the sales representative has already advised the reporter of the appropriate use of the product. The reporter states that she does not know the exact date of when this occurred, does not remember the individual that advised her of it, and that she provided us all information that she has. No additional investigation is possible due to the limited information. As indicated in the initial emdr submission: a review of past history shows that this case may have previously been reported in 2008 ((B)(4)/ mrn:2954761-2008-00030), but we are unable to verify that they are the same case as the new case speaks to stroke and the past case does not. The case will be kept on file for trending purposes.